Event description:
It was reported that the patient experienced numbness in the legs and feet and was unable to set their ipg to MRI mode following an implant procedure on (B)(6) 2022. It was discovered that the patient had high impedances on their lead. As a result, the patient's system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.